Event description:
On the (B)(6) 2019, the patient contacted lifescan (B)(4) alleging that her onetouch ultra mini meter was displaying an error 2 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on the (B)(6) 2019, at an unspecified time. The patient manages her diabetes with insulin (self-adjuster) and metformin. She reported that she continued with her usual diabetes management routine in response to the alleged product issue. The patient stated that on an unspecified time after the start of the alleged product issue, she began experiencing symptoms of ¿urination and thirst¿. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. Based on the information provided there was no misuse of the product. After pressing the power button, the error 2 message reappeared. The patient¿s products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.